Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During visual inspection a damaged door latch was identified. The cause of the condition was not determined. No repairs were performed; the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.